Manufacturer narrative:
The customer reported that pt data showed a flat line ECG and the code was not called for more than an hour, supporting that monitoring was a factor in the adverse impact. The customer wanted assistance in determining whether the flat line was due to leads off or asystole. A field service engineer (fse) went onsite post-incident to collect the log files from the involved device for analysis. The logs were analyzed by clinical personnel and the device was generating appropriate alarms though none for this pt in the time between the flat line and code. This is fully consistent with the flat line being a leads off, lead off inops are not captured in alarm logs. The customer has indicated they will be taking this up as an internal matter. The device remains in use at the customer site. The available info does not support that there was a device malfunction.

Event description:
The customer wanted help in obtaining alarm information related to a pt event.